Event description:
It was reported that as the device was being introduced into the abdomen, the tip of the obturator broke off. The surgeon acknowledged that the tip was missing and a search was made for the tip. An x-ray was performed. The tip was unrecovered from within or around the patient. It was presumed to be within the patient. The procedure was completed with another device. There were no injuries noted or recognized at that time. The device was reported to be held by the user facility. Photos of the device showing the obturator with tip broken off were reviewed. Additional information was requested, but no additional information was available.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be held by the user facility.